Event description:
Event description guidant received information that this patient called technical services to report that she had experienced a loss of consciousnesswhile driving her car when she had a gudiant pacemaker. She has had the device explatned and now has a competitior's device. She is upset that her insurance recived a bill for this procideure. The technicalservices consultant informed her that a free replacement device wasavailable if she had received a new guidant device. She wouldn'tprovide any information regarding herself, or device.,